Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had the ins removed two weeks after implant due to a staph infection. No further complications were reported or anticipated. No device allegations were reported or anticipated. The issue occurred around (B)(6) 2015.